Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and found the patient pump to be blocked. The pump was manually unblocked and was found to be very noisy when running. The pump was replaced to resolve the reported issue and subsequent functional testing was completed without further malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple numerical error codes on the patient side during priming. There was no patient involvement.